Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that on (B)(6) 2006 a faulted system diagnostics test occurred. No final interrogation was performed and it was not until the patient¿s next visit on (B)(6) 2007 that the settings were noticed and corrected. No patient adverse events were reported to have occurred due to this settings change.